Event description:
It was reported that the customer had low blood glucose levels of 47 mg/dl. The customer treated by eating breakfast. The customer reported getting a lost sensor alert and sensor not found alert from the insulin pump. Troubleshooting was done. The customer reported that there was blood on the pins of the transmitter of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit received with dried blood in connector. However unit passed functional testing. No physical damage noted.